Event description:
The patient was strangled and afterwards experienced painful stimulation in her jaw, neck, and chest. The doctor indicated the patient's device would be disabled and the patient was referred for revision surgery. No other relevant information has been received to date. No known surgical intervention has occurred to date.